Event description:
Customer reporting false negative reactions with the 0.8% selectogen cells lot vs785 cell# 2 with patient that had a previous history of anti-e. According to customer, patient was tested on (B)(6) 2014 using the same lot # of screening cells and again no reaction noted. Because of history, additional testing was performed using panel b, and anti-e was identified (1+) positive with e positive cells. All testing were performed using mts igg gel cards issue started on: (B)(6) 2014. Cell #2 affected: e+ cell. Methodology used: provue/ manual gel method. Incubation time (for manual test only): 15min. Reaction grade obtained: negative with e positive cell. Customer stated daily qc was performed and acceptable. Customer only reporting incident for tracking and trending. Satisfied with documentation.